Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent

Event description:
Report received from (B)(6) stating that the device does not function. It is known that the event did not occur during surgery. However it is unknown if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information is available.